Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: customer returned photos of a loose 3/10cc syringe. Customer states that the hub detached with the shield. The photos were examined and exhibited the hub-needle/shield assembly separated from the barrel. Unable to perform DHR check for needle hub separates due to unknown lot number. Investigation conclusion: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Root cause description: "a visual evaluation of photo found (1) syringe with no needle assemblies attached to the syringe. There did not appear to be any damage to the tips of the barrel. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, logbook entries could not be looked at as no lot number was given. Root cause for this defect cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. CAPA # (B)(4) has been opened to address this issue. "

Event description:
It was reported that a needle hub separation occurred before use with a syringe 0.3ml 29ga 1/2in 7bag 420cas jp. The following information was provided by the initial reporter, "the hub was detached with the shield."